Event description:
Customer reported a leak alarm occurred during cycle one, with a visible blood leak from the bowl seal. Customer stated no other alarms preceded the leak alarm and there were no unusual noises. No blood was at the base of the centrifuge or in the centrifuge drain bag. The treatment was aborted with no blood returned to the patient. A new kit was installed to start a new treatment for the patient. Patient was reported to be in stable condition. The kit will not be returned for evaluation. No service order was generated.

Manufacturer narrative:
A review of lot c742 was conducted. There were no non-conformances related to the complaint. The lot met all release requirements. Trends have been reviewed for complaint categories; centrifuge bowl leak/break and leak centrifuge alarm and no trends have been detected for either complaint category. No CAPA's have been initiated for complaint categories, centrifuge bowl leak/break and leak centrifuge alarm. The assessment is based on information available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specifications based solely on the information provided by the customer. Complaints are monitored through tracking and trending. Should a trend arise, further action will be taken at that time.